Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual customer issue) issue. It was reported that air bubbles were observed in the cartridges and was a recurring issue. The patient¿s blood glucose level was reported to be 380 mg/dl with no signs or symptoms, which does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the complaint of air bubbles in the cartridge was not duplicated during testing. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.